Manufacturer narrative:
No product problem detected. Implant has migrated into sinus cavity and had to be removed. Another surgical intervention was necessary. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant has migrated into sinus cavity.